Event description:
It was reported that the brakes were not holding properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - missing brake system component not assembled on bed. Base is being returned to manufacturer for evaluation.